Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a dexcom g6 sensor, reaching a reported high of 213 mg/dl for about one hour, and expressed concern about frequent highs, noting variable food intake and multiple meal announcements; the user considered reconnecting to a prior pump and scheduled additional training. Symptoms included reported concern about eye complications associated with high glucose, though no acute event was reported during the call. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included review of device data indicating multiple meal announcements and user-reported variability in carbohydrate intake and desire for more insulin. Investigation of this case revealed user-dependent factors related to meal announcements and carbohydrate variability contributing to hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate user training.